Event description:
It was reported that a device was used during an appendectomy. The device metal loop became detached and fell into the pt. The surgeon retrieved the metal loop and successfully completed the procedure. There was no further consequence to the pt.